Manufacturer narrative:
(B)(4). Additional components implanted: pxa260300/9621513, pxa260300/9448236. (B)(4).

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Two aortic extender components were implanted at the proximal side of the trunk-ipsilateral leg components. The patient tolerated the procedure. On an unknown date in (B)(6) 2017, follow-up imaging showed that a type iii endoleak was discovered between the trunk-ipsilateral leg component and one of the two aortic extender components. The angiography showed that the trunk-ipsilateral leg component had migrated distally over 5 mm. It was reported that this migration caused the type iii endoleak. On (B)(6) 2017, the patient underwent an additional procedure to treat the endoleak. Three endurant aorta extension and one aortic extender component were implanted at proximal side of trunk-ipsilateral leg component. The endoleak was resolved. The patient tolerated the procedure.